Event description:
It was reported that " home button on the top is hard to press and worn down". There was no reported impact to the customer. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.